Event description:
It was reported that during an autopsy procedure, the blade broke, it was also reported that the blade was used for a third time when the event occurred. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
(B)(4). The blade subject to this event was returned to the MFR for eval. It was visually confirmed that the blade was broken. It was confirmed by the user that the blade was used for a third time when the event occurred. The label for the blade has a symbol which indicates "do not reuse." The investigation results indicate that the user may have contributed to this event.